Event description:
This supplemental report is being filed to provide additional information that the programmer was running on batteries and was not plugged in at the time of the event. The local representative plugged in the programmer to the electrical outlet and the interrogation was successful. There were no adverse patient effects. The device remains implanted. It was reported that this device could not be interrogated. Technical services advised to try a magnet reset. If that does not work, check to see if the device and the programmer have the same version of software. The caller will try the suggestions. The device has been implanted greater than six years. There were no adverse patient effects. The device remains implanted.

Event description:
It was reported that this device could not be interrogated. Technical services advised to try a magnet reset. If that does not work, check to see if the device and the programmer have the same version of software. The caller will try the suggestions. The device has been implanted greater than six years. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced for normal battery depletion. There were no additional adverse patient effects. This report will provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the programmer was running on batteries and was not plugged in at the time of the event. The local representative plugged in the programmer to the electrical outlet and the interrogation was successful. There were no adverse patient effects. The device remains implanted. It was reported that this device could not be interrogated. Technical services advised to try a magnet reset. If that does not work, check to see if the device and the programmer have the same version of software. The caller will try the suggestions. The device has been implanted greater than six years. There were no adverse patient effects. The device remains implanted.